Manufacturer narrative:
Product complaint # pc-(B)(4). Date sent to the FDA: (B)(4). Unopened samples of product were returned for analysis. The issued sample was not received for evaluation. During the visual inspection of the samples, no defects were found on the packages. Samples were opened and the swage and attachment area of needles were as expected. The sutures were dispensed without problems and examined along of the strand and no defects were observed. A functional test was performed and the tensile force were above the minimum requirements. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative sample, no performance - breakage suture were found on the suture and the tested sample met the finished goods requirements.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Specific number of device with suture breakage issue? Did all devices had the issue during actual use on patient? What is meant by 'unknown loop'? Was the suture being used on fascia tissue when issue occurred? How was case completed?

Event description:
It was reported that a patient underwent a panniculectomy on (B)(6) 2018 and suture was used. During the procedure, the suture kept breaking. An unknown number of sutures were used in the case, unknown loop, fascia tissue. It was not reported how the procedure was completed. There were no adverse patient consequences reported. Additional information has been requested.